Manufacturer narrative:
The reported field event of extended charge time was confirmed in the lab. The device was above the elective replacement indicator (eri) when received. The root cause of the capacitor charge time out could not be conclusively determined.

Event description:
It was reported that the device exhibited charge timeout prior to device implant, during capacitor maintenance. The device was not used. There were no patient consequences.